Event description:
Rotator cuff surgery was performed with interscalene catheter on-q demand pump. The patient reported that pump dispensed the entire 500 cc by the next day at home. No boluses were used per her report. Pump was set at 6cc/hr 5cc/30 min bolus.what was the original intended procedure?pain control.device #1is this a laboratory device or laboratory test?no.